Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that something is wrong. Pt states she's having device checked by x-ray soon however sometimes has to charge 1.5 hours or sometimes 20 min. Pt states the settings are at the same point everyday. The patient was redirected to their healthcare provider to further address the issue. Pss directed to hcp.